Event description:
It was reported that the patient had fluid around the pocket diagnosed as pump pocket seroma. They aspirated 517 cc of clear fluid and instructed the patient to resume wearing the abdominal binder. Catheter access port (cap) contrast study was also done on (B)(6) 2013 that ruled out pump and catheter separation however catheter had migrated from t4 to t8. In addition pump loose within pocket and flipping within wound was also reported. The event was stated to be ongoing with no further action needed. Drug delivered via the device was morphine.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).